Event description:
On (B)(6) 2014 the lay user/patient¿s family member (reporter) contacted lifescan (lfs) alleging that the onetouch ultramini meter displayed an unknown error message. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began between (B)(6). According to the csr¿s documentation, approximately six weeks prior to contacting lfs, the patient reportedly administered an increased dose of lantus (20 units); subsequently became dehydrated an unknown date/time afterwards; and later went to the hospital where he obtained blood glucose readings in the 500¿s and 600¿s with the hospital¿s meter, received an unclear type of treatment and was allegedly hospitalized. It would have been helpful to know the following: the patient¿s testing frequency and diabetes regimen; if the alleged issue was intermittent and if not, what was the patient¿s blood glucose readings with the subject meter after the product issue occurred; if the patient discontinued testing completely with the subject meter after the alleged issue occurred; if the patient managed his diabetes using a back-up meter; the reason for administering 20 units of lantus; the reason for going to the hospital; if he brought the subject meter with him when he went to the hospital and if so, was he able to obtain an actionable reading with the meter; what type of treatment he may have received; and when was he released from the hospital. Troubleshooting was not possible at the time of the call, since the reporter did not have any of the testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Serial # information was not provided. Test strip lot #: not provided.